Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of improper spitting of a microintroducer sheath was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported after inserting the catheter into the sheath, when the sheath was split, the inner part of the t-handle at the top of the sheath could not be split completely. The sheath was eventually completely torn, but part of the catheter remained trapped when retrieved. The excess length of the catheter was cut off, and this was trapped in the sheath. The distal end of the catheter remained intact and was left in the body. The catheter that was retrieved at the same time as the sheath was the catheter that had been cut outside the body, and as a result, the catheter was placed without any damage.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.